Event description:
During attempts tor treat an unidentified coronary arter, the physician was placing the guide catheter, when the device broke and a portion was dislodged in the right femoral artery. The physician was unable to snare the device in the cath lab. Accordingly, the pt was taken to the operating room, where the device was successfully retrieved.